Event description:
As reported by the user facility: brief inquiry description: air in line alarm with tpn tubing set. Detailed inquiry description: "tpn tubing is alarming "air in line" over and over and over.... In spite of multiple attempts by several nurses to clear the line. We just fixed the travasol line, then the lipid line alarmed. Again. Finally replaced the tubing." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.